Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. The system flagged the run for wbc verification as intended. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Wbc contamination of platelet products can potentially be due to donor physiology or sampling, calculation, or other process error.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The run data file (rdf) was analyzed for this event. The analysis showed that the system operated as intended by detecting a possible wbc contamination and flagging the product. It is possible that this leukoreduction failure may be donor related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.